Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The aneurysm neck was reported to be short, approximately 1.5-2 cm in length. No complications were reported during the implant procedure, and a computerized tomography scan performed in 2003 demonstrated no evidence of endoleak and a decrease in aneurysm size. 2 months later, the patient presented to the hospital with severe abdominal pain. Angiography demonstrated a type I endoleak with some stent deformity and separation; therefore, two aortic cuffs were implanted proximally to ensure an adequate seal. No clinical sequelae were reported, and the patient is reported to be fine.